Manufacturer narrative:
No 011-h1268 product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot 13911862 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record and the approval of this complaint investigation is pending. D4, g4: model number is not sold in the us but similar device is sold under model number mc330712. Mc330712 was used for the di and 501k.

Event description:
The complaint/event involved a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro. It was reported that the luer lock access routes of the trees detached from the tubing when unspecified chemotherapy bags were already assembled. The nurses noticed this incident when the administration of the chemotherapy bags had started. There was no report of any human harm.